Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017, and the lens was removed and replaced during the same procedure, as the doctor/patient did not like what the ocular response analyzer (ora) predicted. Also, there was no incision enlargement or vitrectomy performed, but 1 suture was used. The surgeon''s name was dr. (B)(6) and the replacement lens was a zxr00 21.5 diopter intraocular lens. Reportedly, the patient is doing well post-operatively and is a female with date of birth (B)(6). No additional information was provided. Based on the additional information received, this complaint is no longer considered a reportable event. No further reports will be submitted under this report number. Age/date of birth: (B)(6). Gender/sex: female. . Date of event: (B)(6) 2017. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. Device returned to manufacturer?: yes (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Implanted date: if implanted, give date: unknown, information not provided. Explanted date: if explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 21.5 diopter intraocular lens (iol) explanted from the patient's operative eye due to residual myopia. Also, it was reported that the doctor uses ocular response analyzer (ora) and sometimes the patients do not like what the ora predicted. No additional information was provided.